Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient did not recharge the scs ipg as recommended. Consequently, the ipg battery depleted and the patient no longer could communicate with the ipg and external devices. Surgical intervention to replace the patient's ipg may be necessary.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.